Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 to explant the ipg due to an infection. The sjm representative was not present at the procedure.